Event description:
Patient reported left side rupture and silicone leakage in the axillary area". Healthcare professional additionally reported left "silicone-positive lymph nodes". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ silicone migration: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed stress marks on the device. ¿ brown particles observed in the gel and the surface of the shell. ¿ brown biological tissue observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone material leaking and spreading up to the axillary cables".

Event description:
Patient reported an unknown side rupture was detected with silicone material leaking and spreading up to the axillary cables via ultrasound. Healthcare professional later reported "both implants broke causing the silicone to leak out". The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
The device has been explanted.